Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site area #24. An infection was involved in the event.

Manufacturer narrative:
Hiossen inc was reported by the doctor that the pt the pt has fair bone quality. But the x-rays provided showed that the pt has poor bone quality. Also infection was involved in the case. Based on inspection results and the DHR review, the returned product has been found to be within specification. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.